Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a (B)(6) female patient was experiencing a rash under the lifevest. The patient's physician prescribed a cream for the irritation. Follow-up indicated the condition of the rash was the same. The outcome of the irritation is unknown.